Event description:
Pt was at home using the indicated device for the infusion of antibiotics. The pump went into an error code and the pt was unable to reprogram the pump. The pt was sent to the ER to receive the prescribed treatment that was missed due to the reported difficulties.